Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s pump displayed an unable to proceed alert during a supply change when tubing would not fill, and a motor stall was observed; a subsequent pump restart and dry run were successful, and insulin delivery was resumed after replacing all supplies, consistent with failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, while the event manifested as failure to infuse with involvement of the motor component, and resolution occurred after new supplies were used and a successful dry run confirmed pump function. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.